Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
Date of event: exact date not provided, best estimate is between (B)(6) 2018 - (B)(6) 2019. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted as the patient could not tolerate the multifocal lens. The lens was replaced with a non johnson & johnson lens, a 20.5 diopter lens. There was no incision enlargement, vitrectomy or sutures required. The patient was reportedly doing fine post op. No further information was provided.

Manufacturer narrative:
Device available for evaluation?: yes. Returned to manufacturer on 05/21/2019. Device returned to manufacturer?: yes. Device evaluation: the intraocular lens (iol) was received (B)(6) 2019. The product was received in a ziplock bag. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens, additional analysis is not possible. The customer's reported event could not be confirmed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.